Event description:
A site representative reported that the navigation system computer will unexpectedly restart on its own. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped to site. A medtronic representative replaced them computer and performed a navigation system check-out, all areas passed. The medtronic representative reported the issue was resolved with the replacement of the computer. No parts have been received by the manufacturer for analysis; the site has declined to return the suspect computer for analysis.